Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 892387003, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced leak in the tubing of an inflatable penile prosthesis (ipp) leading to it being previously removed around five years ago. A reimplant surgery was performed. The patient did not experience any additional adverse events or complications. No more information available at the moment. Should additional information become available, it will be provided.